Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform functional testing including the operating currents and self test or verify charge/battery lasts less anomaly due to blank display. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that they need to replace the battery every week. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.